Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that someone at the referral desk at the health care professional (hcp) office called to the hcps in the patient¿s area and was told a manufacturer representative would go to the patient¿s house to check the device and tell if the device had to be replaced. It was further reported that the patient had been told that the patient did not need an hcp appointment for this. The patient was having difficulty finding a pain doctor and was therefore just seeing their primary care physician. The patient was going to call their pcp office again to set up an appointment. It was mentioned that the patient had a prescription for dilaudid because they were ¿allergic to everything else in the world.¿ the patient also stated that they were ready to get the device taken out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck. It was reported that the patient thought they needed their implant replaced. The implant only stayed charged for a week and it was very hard for them to get it charged. The implant used to stay charged for about a month. It was reported that a manufacturer representative checked the device a year ago. The patient did not have a managing health care professional (hcp). It was mentioned that the patient was on dilaudid. This event started towards the end of 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.